Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: attempted to remove screw from proximal body and was stripped, high speed bur attempted next and unable to remove, used cutting bur to remove the proximal segment of the proximal femoral replacement. Attempted to remove the interbody segment to shorten the limb, and found it had cold welded onto most distal segment, used high speed metal cutting bur to split segment and was able to disengage the interbody segment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head lot #: unknown; item #: unknown, unknown competitor liner lot #: unknown; item #: unknown, unknown competitor cup lot #: unknown. 150458 oss finn mod prox fmrl 605670; 150464 oss 3cm diaphysel segment 258720; 150461 oss 3cm ellip diaphyseal 519620; 150483 oss segmental stacking 281540; 6704-8-240 stryker cable 2.0mm 40620305; 6704-4-020 stryker cable sleeve 41165504. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00444.

Event description:
It was reported patient underwent left tha on unknown date, and underwent revision with all components explanted. The patient underwent a 2nd revision. During the revision it was noted that a screw was stripped and that the interbody segment had cold welded to distal segmental component. The interbody segment was able to be removed. The stem was solid and thus retained. No additional information is available.